Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm on the homechoice (hc) unit during drain 1/3. The technical service representative (tsr) instructed the home patient (hp) to pull all the lines up then down and press go. The hp stated he instead pulled the supply line right out of the bag. The tsr then assisted the hp to cycle power off/on and end the therapy to start over with all new supplies. Product surveillance contacted the home patient on (B)(6) 2010 and he reported he resumed therapy without incident. The hp stated he had discarded the sample. The hp stated he was still using the same lot and provided the lot number of the cassette. The hp stated he was able to resume therapy successfully with new supplies. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; however, a batch review will be performed for the lot number provided.